Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. The aortic neck was short. The pt has a history of chronic renal failure requiring dialysis. It was reported that both renal arteries and one hypogastric artery were covered for good fixation. A post-operative CT scan demonstrated a type ii endoleak. One week post implant, an increase in the pt white blood count was noted, which may indicate an infection. The physician decided to perform a laparotomy to explore the bowel. No add'l info has been reported.

Manufacturer narrative:
Eval codes, results/conclusion: confirmation and resolution of infection unk; device lot number not provided, infection, type ii endoleak.